Event description:
It was reported that the customer experienced a low blood glucose (bg), however , a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer spoke with hcp and adjustments were made to doses.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.